Event description:
It was reported that two days post-implant, the patient with this electrode received an inappropriate shock due to oversensing of noise. X-rays taken of the system showed the electrode had dislodged from its original implant position. Low shock impedance measurement values of less than 30 ohms were also reported. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.